Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not properly seat into the tibial baseplate. Another articular surface was utilized to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned device found that the distal surface of the device exhibit damage, gouges at the tip and upper surface of the dovetail and on the postero-lateral rail. The dovetail feature is also compressed. Dimensions were found conforming to print specifications where measured. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. It was considered that the device left zimmer biomet conforming as it met print specifications upon return. This device is used for treatment. A complaint history search identified no other complaint for this event for the part/lot combination. It was reported that the surgeon followed the proper surgical technique. However, the dovetail feature was found compressed and gouged, which indicate that the articular surface was not properly positioned on the tibial component during implementation. It was considered that the proper surgical technique was not followed and is the root cause of the issue.